Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility following the customer¿s reported. While evaluating the subject device, the fse partially confirmed the user¿s report. The image was flickering intermittently but was still present. A faulty printed circuit board was discovered and caused the reported failure mode. The fse replaced the board, ran a functional test, and the unit was functioning properly. The subject device is not scheduled for return. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during procedure preparation whenever 180 series scopes were used. According to the initial reporter, 190 series scopes were functioning properly, so one of those was used to complete the intended procedure. The customer confirmed there was no patient harm as a result of this event.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image flickering was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.